Event description:
It was reported to boston scientific corporation on july 20, 2010 that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010 (patient ID, age, and weight are unknown). According to the complainant, a fluid leak and probe error occurred during the procedure. The temperature of the fluid and the exact location of the leak are unknown. A second hydrothermablation procerva procedure set was used to successfully complete the procedure. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The upn and lot number are not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.